Event description:
The device was used during an unspecified thoroscopic procedure. Reportedly, the knife did not cut and the jaws did not release form the tissue. The surgeon converted the thoroscopy procedure to a thoractomy procedure and removed the device with manipulation. The hospital has reported that no further complication occurred.